Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not working. A field service engineer found the device with storage space errors on drawer 1 and main 4. The field service engineer's troubleshooting led to the removal of the bad cubie to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was unable to open. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.